Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the procedure to confirm device placement, inadequate fixation, implanting a damaged neurostimulator, the patient having recently gone through an MRI, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, and using incorrect tools have been ruled out. However, improper surgical technique was identified as the anchor site was not implanted deep enough. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to improper surgical technique as the anchor site was not implanted deep enough (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Although an infection was not present, antibiotics were prescribed. An explant procedure was performed on (B)(6) 2026, and a new neurostimulator was implanted. No further issues have been reported.